Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, a command 18 st .018¿ guide wire was used. It should be noted the absolute pro peripheral self-expanding stent system instructions for use (IFU), states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that the use of the undersized .018¿ guide wire in conjunction with interaction with the moderately calcified, mildly tortuous and 90% stenosed anatomy resulted in bending/compromising the device in the anatomy such that during stent deployment prevented the shaft lumens from moving freely; thus resulting in the reported difficulty deploying the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the external iliac artery with moderate calcification and mild tortuosity. The 9.0x60mm absolute pro self-expanding stent system (sess) was advanced retrograde through a 6f sheath over a command .018 guide wire to the target lesion; however, the stent would only release for 1 cm. The sess was removed from the patient and another absolute pro stent was deployed without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.